Manufacturer narrative:
Product ID: 3889-28, lot# v855587, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient was also still leaking ¿day and night.¿ when the patient tried to change programs the week prior, they would ¿sometimes¿ get a shocking sensation. The longest it would last would be seven minutes. It was stated to ¿hurt so badly¿ that the patient had to turn stimulation off. At times, the patient would have difficulty turning the implantable neurostimulator off. It was noted that the night prior to report was the first night the patient did not leak. It was stated the patient has had trouble with therapy on and off since implant. About a week and half later, the cause of the event was unknown. The event was attributed to the programmer. It was stated the patient would feel a strong ¿shock¿ and the programmer would ¿not function¿ to turn the device down or off. It was indicated the patient received a new programmer. No hospitalization was reported and the patient outcome was listed as no injury.

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but were working with their healthcare provider or manufacturer¿s representative. An appointment date of (B)(6) 2013 was noted.

Manufacturer narrative:
(B)(4).

Event description:
Information further reviewed indicated that patient had tried to turn it on and would not let her. It was also indicated that patient had tried to change the program but would not let me her either.